Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a healthcare professional, this was a thrombectomy procedure to the ophthalmic segment (c6) of the internal carotid artery. During the initial attempt to remove the thrombus, the large bore catheter (product code: ic71125ca, lot number: 31434333) could not aspirate the thrombus. Upon removal and inspection, the device was found to be compressed/flat in the middle section. The physician replaced the device with a new thrombus aspiration catheter to complete the procedure. There were no reported patient consequences or injuries, and the affected device was available for return and analysis. The device packaging and product were inspected prior to use and found to be in good condition. Additional event information received on 10-dec-2025 indicated that the device was no advanced or withdrawn against resistance. There was no additional intervention needed to remove the device from the patient. The blood vessels were normal. There was no allegation of patient injury due to an alleged product issue. The device was returned to j&j medtech for further evaluation. A non-sterile large bore catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the distal end of the catheter was stretched from 0 cm to 16.5 cm. Microscopic inspection revealed a folded condition on the distal tip of the catheter, and frayed conditions on the coating. Additionally, as a result of the stretching of the distal end, the internal braided wires were exposed. A manufacturing record evaluation was performed, and internal actions related to the reported complaint condition were identified. The issue reported regarding a compressed/flat catheter was confirmed during device inspection. The damages found in the device could be related to the insertion of the catheter through the hemostasis valve, the catheter can become damaged when hemostasis valve is not opened sufficiently and/or the introducer not being seated distally enough inside the hemostasis valve; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The stretched condition of the distal tip was not originally reported; however, this could be the result of the compressed condition of the catheter. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, this was a thrombectomy procedure to the ophthalmic segment (c6) of the internal carotid artery. During the initial attempt to remove the thrombus, the large bore catheter (product code: ic71125ca, lot number: 31434333) could not aspirate the thrombus. Upon removal and inspection, the device was found to be compressed/flat in the middle section. The physician replaced the device with a new thrombus aspiration catheter to complete the procedure. There were no reported patient consequences or injuries, and the affected device was available for return and analysis. The device packaging and product were inspected prior to use and found to be in good condition. Additional event information received on 10-dec-2025 indicated that the device was no advanced or withdrawn against resistance. There was no additional intervention needed to remove the device from the patient. The blood vessels were normal. There was no allegation of patient injury due to an alleged product issue.